Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit stopped heating. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Device manufacture date is prior to 1999. This complaint was confirmed. The field service representative (fsr) determined that the main printed circuit board (pcb) was defective. The heat sink assembly was also replaced. The fsr performed preventive maintenance and further tested the unit to verify it operated according to manufacturer's specification. No parts were returned for further evaluation. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.